Event description:
The customer's daughter reported the customer's blood glucose meter did not turn on when the button was pressed and when a test strip was inserted into the port. The customer was reportedly attempting to use incompatible test strips. It was additionally reported the customer became incoherent and experienced a seizure. The paramedics were called, but the customer's daughter canceled the call once she realized the customer was feeling better. No third-party medical intervention was required and no medications were reportedly taken to counteract the event. The customer reportedly drank fruit punch to alleviate her symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
It was identified that the customer was reportedly attempting to use incompatible test strips with her blood glucose meter. Adc customer service educated the caller about test strip compatibility. This case does not involve a product malfunction and no product investigation is required. This is the final report.